Event description:
It was reported to philips that the system gave an alert indicating the image disk space was low, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing diagnosis procedure was performed when the issue happened, and the procedure was completed as planned by deleting the old patient data at the time of event. The philips remote service engineer (rse) examined the system remotely and confirmed reported problem. Upon troubleshooting, rse determined that fluoro storage was not possible due to a defective image disk. Onsite visit, fse resolved the issue by replacing both image disk and recreating the image data process. After repairs were completed, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.